Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended with a safe replacement window provided. The device will remain implanted and the patient will be monitored at this time. No adverse patient effects were reported.